Manufacturer narrative:
Concomitant products: product ID: 8703w, lot#:l75458, implanted: (B)(6) 2000, product type: catheter. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4); product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 383 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the pump replacement case it was discovered that at some point, the catheter had become disconnected where the distal segment met the proximal segment and drug had likely been running subcutaneously. The patient seemed to have been doing well medically. The surgeon was unable to aspirate the catheter. Per the reporter, images from back in september seemed to confirm the catheter disconnect. They were planning to do a dye study to confirm, and then the patient would be brought back for a revision at a later date.